Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "dr. (B)(6) experienced difficulty inserting the screw after a few turns. The screwdriver no longer advanced the screw. Thinking it was the screwdriver malfunctioning, he tried the other screwdriver in the set, as well as the poly adjustment driver, a hex driver, and some wrenches. The screw was stuck. Screw was finally removed by placing a short piece of rod into tulip head, locking down with a blocker, and turning the whole construct slowly counterclockwise. Upon inspection, dr. (B)(6) saw that the screw head was stripped.